Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a biopsy of the colon procedure, performed on (B)(6), 2010. According to the complainant, during the procedure difficulty was experienced when advancing and withdrawing the device from the scope. Upon removal of the device from the scope, it was noted that the needle was bent. The procedure was completed with another radial jaw 3 biopsy forceps. Post procedure it was noted that the scope had a leak. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The weight of the patient is unknown. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the needle was bent. Functionally, the device jaws would open normally, but failed to close properly due to the bent needle condition. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was consistent with the complaint that the needle was bent. The most probable root cause is undeterminable due to the lack of evidence identifying the use of the device. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during a biopsy of the colon procedure, performed on (B)(6), 2010. According to the complainant, during the procedure difficulty was experienced when advancing and withdrawing the device from the scope. Upon removal of the device from the scope, it was noted that the needle was bent. The procedure was completed with another radial jaw 3 biopsy forceps. Post procedure it was noted that the scope had a leak. There were no patient complications reported as a result of this event.